Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 mitral regurgitation (mr) for a mitraclip procedure. During the procedure, while crossing the septum the steerable guide catheter (sgc) caused the septum to tear. The procedure was discontinued. The final mr remained at grade 4. There were no clinically significant delays reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be filed with additional information.